Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Device evaluation: the evo-fc-10-11-8-b device of lot number c1732036 involved in this complaint device was not returned for evaluation. With the information provided document based investigation was conducted. Several attempts were made to obtain additional information regarding the device return. The relevant information has not yet been provided, however, if device is received, the file will be updated accordingly . Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1732036 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1732036; upon review of complaints this failure mode has not occurred previously with this lot #c1732036. The instructions for use IFU (B)(4) which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to patient anatomy. From additional information provided there was resistance felt passing the wire guide through stricture. Also there was resistance felt while passing the evolution through stricture. It is possible that during deployment tortuous patient anatomy may have caused a build-up of pressure on the introducer causing stent deployment difficulties. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Attempted to deploy fully covered biliary stent during e r c p procedure. Stent failed to deploy fully, and was withdrawn safely from patient. No harm to the patient. "As per complaint form": stent not fully deployed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Attempted to deploy fully covered biliary stent during e r c p procedure. Stent failed to deploy fully, and was withdrawn safely from patient. No harm to the patient.